Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The device was not exposed to an MRI. Ran the displacement test and the test failed. The caller also mentioned that the device stuck on the prime/rewind mode. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm.